Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency department after receiving an inappropriate therapy for atrial fibrillation with rapid ventricular response. It was noted that after several instances for atrial undersensing, the device diagnosed ventricular tachycardia. Programming changes were made. Patient was fine.